Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and reported failure was confirmed. The harmonic insert was found to have a broken clamp arm. The inner tube slots where the clamp arm hinges were what broke off, causing the arm to dislodge. Components adjacent to the broken clamp arm showed damage which may indicate potential mishandling/misuse. Damaged teflon pad was the affected adjacent component. The harmonic insert was found to have a damaged teflon pad of the clamp arm. No missing material.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: a review of the provided image was performed by an intuitive surgical, inc. Failure analysis engineer (fae). The following additional information was provided: the fae was unable to confirm the reported tip damage. The photo was too zoomed out and became pixelated when zoomed in. From a distance, there appeared to be bio-debris on the clamp arm and blade, but tip damage could not be confirmed. The teflon pad appeared intact.

Event description:
It was reported during a da vinci-assisted surgical procedure that the tip of the harmonic ace instrument was discovered to be damaged. Reportedly no fragments fell into the patient. The procedure was completed with no reports of patient injury. Intuitive followed up with the customer and received the following additional information: the instrument was inspected before use. The patient was undergoing a procedure to their stomach when the issue was discovered. The instrument did not collide with any other instruments during the case. There was no separation noted.